Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was related to hospital network. The issue was resolved form the hospital side. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had multiple stations in disconnected. There were no adverse events or injuries reported based on this event.